Event description:
A customer from the united states alleged discrepant results while using the cobas® hiv-1/hiv-2 qualitative test for use on the cobas® 6800/8800 systems. The customer reported that they had samples which either were: positive serological sample(s) retested with the cobas® hiv-1/hiv-2 qualitative test which generated a negative result or, initially tested negative with the cobas® hiv-1/hiv-2 qualitative test and retested positive with the same test. The total number of samples is unknown. No patient information can be provided. No harm was alleged. An investigation will be conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. A batch MDR is being submitted as it is unknown how many samples are being alleged. Cn- (B)(4).

Manufacturer narrative:
The CT generated for the positive sample is approaching or near the lod of the assay. Thus, it is possible that the sample will not be detected and will waiver from positive to negative results upon retesting. In the data provided, the controls and ic were normal and in line with that of the release data. A review of the curves showed a normal sigmoidal curve for channel 2. Note, the samples listed above were from two different collections, collected about 2 weeks apart from the patient. In the event that these are two different collections, the hiv titer of the patient can fluctuate and the titer should not be compared between different draws from different times. No further clinical information about the patient could be provided. If the patient was expected to be negative, it is also possible that contamination was introduced to the sample generating the positive result. No product problem or systemic issue identified. ------------ b3: date of event corrected after confirming alleged sample b6: confirmed 1 sample alleged and added run information and results b5: confirmed 1 sample alleged and added results ------------ (B)(4)

Event description:
The alleged sample initially generated a hiv-1 positive result. A new collected sample from the same patient was tested which yielded a target not detected result. It is unknown which results were reported to the patient.